Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr commented that on post op x-ray the mdm liner didn¿t look seated in trident cup although at time of operation it was solid & appeared to be solid.

Event description:
Dr commented that on post op x-ray the mdm liner didn¿t look seated in trident cup although at time of operation it was solid & appeared to be solid.

Manufacturer narrative:
Reported event: an event regarding seating/ locking issue involving a hip screw was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated that - x-ray provided does not confirm event, need additional information; primary operative report, clinical and past medical history and additional serial dated x-rays. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that doctor commented on post op x-ray that - mdm liner didn¿t look seated in trident cup although at time of operation it was solid & appeared to be solid. The event is not confirmed. A review of the provided medical records by a clinical consultant stated that - x-ray provided does not confirm event, need additional information; primary operative report, clinical and past medical history and additional serial dated x-rays. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and photographs/video depicting the gap observed are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.